Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-4316, lot #: 16047576, description: next generation anchor kit-sterile.

Manufacturer narrative:
Sc-8216-50 (sn (B)(4)) device evaluation indicated that the lead passed mechanical tests performed. The complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that 5 cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables were exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event. Sc-4316 (ln 16047576) device evaluation indicated that the lead passed visual test performed. The clik anchors were intact and no parts of it were missing. A review of sterilization record did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient was getting a shocking stimulation. High impedances were showing on lead contacts. The patient underwent a revision procedure wherein the lead and click anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient was getting a shocking stimulation. High impedances were showing on lead contacts. The patient underwent a revision procedure wherein the lead and clik anchor were replaced. No device malfunction was suspected. The patient was doing well postoperatively.